Manufacturer narrative:
Product event summary- the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient complained of feeling tired. In-office electrocardiogram showed a pacing rate lower than the programmed rate. A holter was performed showing pauses up to 4 seconds. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: vedr01 implantable pacing lead 2007 (B)(6); 4592-53 implantable pacing lead 1999 (B)(6). (B)(4).